Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported during the physician completed an endometrial ablation on (B)(6) 2016. The physician performed a post laparoscopy which revealed some "blanching at the fundus and perforations to the colon". The physician repaired the colon. It is unknown if the perforations were treated.

Manufacturer narrative:
(B)(4).

Event description:
On 01/12/2017 additional information was received "the patient had been scheduled for a laparoscopic sterilization which allowed for further inspection of the uterine fundus and the bowel. The uterine perforation measured approximately 2mm and was associated with a blanched line that extended to the other side of the fundus. The patient was also noted at this time to have a large ovarian cyst in the posterior cul-de-sac which had evidence of thermal blanching and charring from the ablation. The cyst was removed for suspicion of pathology; a decision that was not influenced by the thermal changes from the ablation. The sigmoid colon had an area with "slight" blanching consistent with thermal injury. This area was over-sewn with suture and no further action was required. The patient did well post-operatively."